Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the batch# on the bd plastipak¿ luer-lok¿ syringe label was illegible prior to use. This was found on (B)(4) labels. The following information was provided by the initial reporter, translated from portuguese to english: "yesterday we had another deviation identified in the janssen line, in this case the deviation is due to the illegibility of the batch of the item syringe."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 0118376, quality notifications and maintenance where no records potentially related to failure were found. The images were evaluated and it was possible to observe a failure in printing the batch. - possible causes for the occurrence: - cartridge print line failure - insufficient ink inside the cartridge - failure of the machine to contact the cartridges, causing printing failures. As actions to mitigate possible causes, the following topics will be addressed: - test bench manufacture for the cartridges; - production line operators will be notified of the occurrence. Expected completion date of the actions 30-09-2020 h3 other text : see h.10.

Event description:
It was reported that the batch# on the bd plastipak¿ luer-lok¿ syringe label was illegible prior to use. This was found on 9216 labels. The following information was provided by the initial reporter, translated from portuguese to english: "yesterday we had another deviation identified in the janssen line, in this case the deviation is due to the illegibility of the batch of the item syringe."